Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (j234316); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a non-medtronic 25 millimeter (mm) surgical valve, the valve was implanted at a depth of greater than 14 millimeter (mm). It was reported that parallax was observed between the valve frame and surgical valve and there was difficulty in assessing the depth. The commissural alignment was obtained and no paravalvular leak (pvl) was observed on echocardiogram. The mean/peak gradient was 8/18 mmhg with no vascular complications. The procedure was completed and there were no concerns with the valve. No adverse patient effects were reported.